Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effects of angina, and stenosis are listed in the xience prime everolimus eluting coronary stent system, instructions for use as known patient effects of a coronary stenting procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an angiogram was performed on (B)(6) 2018 and found that the patient had a stenosed lesion from the proximal to distal end of the ramus coronary artery. Percutaneous transluminal coronary angioplasty (ptca) was performed. A 2.75x18mm xience prime stent was deployed in the proximal portion of the target lesion. A 2.5x18mm xience prime stent was deployed in the distal portion of the target lesion, overlapping the distal portion of the previously implanted stent. The patient was compliant with dual antiplatelet drug therapy after the procedure. On (B)(6) 2018, the patient returned with unstable angina. An angiogram was performed and revealed a 100% restenosis in the proximal portion of the implanted 2.75x18mm xience prime stent in the proximal ramus coronary artery. Coronary balloon angioplasty was performed using a 2.75x18mm non-abbott balloon dilatation catheter and successfully treated the restenosis, and timi 3 blood flow was restored in the artery. No additional information was provided.